Manufacturer narrative:
The applicator broke in half when it was inserted into a foot wound and pressure applied. The retained half was surgically removed. No serious injury resulted. No sample was returned for evaluation and a root cause has not been determined. A caution statement on the labeling indicates that this device should not be used in procedures which may require excessive pressure. It is possible that this may have been a contributing factor to the reported incident.

Event description:
The applicator broke in half when inserted into a foot wound.